Manufacturer narrative:
Device evaluation: lens returned in liquid in lens vial in a microcentrifuge vial with moisture on the lens. Visual observation found haptic torn. Claim# (B)(4).

Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is not marketed in the us. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a vticm5_12.6, -13.00/2.0/081 (sphere/cylinder/axis), implantable collamer lens tore before/during loading on (B)(6) 2019. Damage was noted while pulling the lens into cartridge tip. Replacement lens was successfully implanted. "The patient condition now is stable, no problems." Cause of the event is reported as unknown.